Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding. Physician applied pressure for 15 minutes to stop the bleeding. This resolved the issue.